Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia with blood glucose (bg) levels of 40 mg/dl that lasted for approximately one hour. The user treated the event with glucose tablets and glucagon. No hospitalization, ems intervention, or long-term health effects were reported.